Manufacturer narrative:
Of the 233 allegations of a malfunction, 101 pumps were returned to animas and investigated. Of the investigated pumps, 5 were found to be malfunctioning due to damage to the battery compartment. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 233 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power issue. These reports were received from various sources. The patients associated with this allegation ranged from 1-78 years of age and between 15 and 270 pounds. Of the reported patients, 91 were male, and 142 were female.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there was 1 instance of power failure found during investigation. This report is processed under the voluntary malfunction summary reporting program

Manufacturer narrative:
Follow-up #1: date of submission 30-jan-2018 - device evaluation: in q4 2017, there were 4 instances of power failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.